Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer failed. During inspection of the failing drawer, a field service engineer observed evidence of a liquid spill, likely coffee, inside the drawer. All pockets and affected row boards were removed, and the contacts were thoroughly cleaned with alcohol, along with the drawer¿s front panel. After reassembly, diagnostics testing confirmed that the drawer had not sustained damage and was functioning correctly at this time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubies (a5, c5, d1, d6) in drawer 3.1 had continuous failures. However, there were no delays or adverse events or injuries reported based on this event.